Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) the benchmark voltage would not read above 11.7v. The last pt to use this battery pack did not report any device deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon service investigation the benchmark voltage would not read above 11.7v. The cause was an open capacitor, c3 (22uf 16v monolithic ceramic capacitor). The root cause of open capacitor has not been previously determined. No adverse event resulted from the defective battery. The last pt to use this battery pack did not report any deficiencies.